Event description:
This item was on the surgical field. The staff connected the cable to the laser unit and could immediately detect a reduced beam or a hot spot. The device was removed from the field. A new device was obtained and the case proceeded.